Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device did not recognize when patient pendant was in. Per reporter, the device had a defective pendant but after testing with the new pendants, the device did not recognize any patient pendant that was connected. The event occurred during medication delivery. The only thing the customer noticed was on the device, the bottom of the patient cable receptacle was more recessed than the top, no physical damage was evident externally. It was unknown if the unit was dropped at all as it was usually mounted to an IV pole. There was no delay of therapy. No patient harm was reported.

Manufacturer narrative:
H3: no product was received for analysis. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.